Event description:
It was reported that this device was at end of life (eol) and they were scheduling a device changeout, and were discussing potential intervention for this right atrial (ra) lead due to chronic high pacing impedance greater than 2000 ohms. The lead remains in-service. No adverse patient effects were reported.